Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k111663. (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Infrared analysis of black debris determined the material was particles of a protein held in place by vegetable oil. The source of the black foreign substance is unknown; therefore, a conclusive root cause of the event could not be determined.

Event description:
During an open reduction and internal fixation for the distal fibula, black wear debris from the guides was found during insertion of the k-wire and drilling a locking hole. The debris was removed from the patient. The procedure was completed without the guides without delay.